Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, coating separated from the tip of the command 18 guidewire and remained in the patient. The command 18 guide wire was advanced with resistance from the anatomy. The cardiomems delivery catheter was then advanced over the wire. Resistance between the devices was noted on advancement and removal of the pressure sensor. Once the procedure was complete, the guide wire was removed and outside of the anatomy, it was noted that part of the polymer coating from the tip had separated in the patient. The patient did receive a scan; however, missing coating was not retrieved from the patient. There were no adverse consequences to the patient.